Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed the pneumatic leak test. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Type of investigation not yet determined: (4118/3233): additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "failing the pneumatic leak test". Upon initial inspection fse had found the pim module of iabp port to be broken and spinning freely. A getinge field service engineer (fse) had replaced the - pneumatic module assy, rohs and performed a full pm check and calibrations, unit has passed all tests and is now ready for clinical use. There was no involvement of the patient.